Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has not yet been determined. Evaluation summary (B) (4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. There was no indication the death was device related; the cause of death has not yet been determined.

Event description:
It was reported the patient's device was interrogated on (B) (6) 2009 and indicated a battery longevity of 5.5 years. The patient expired approximately one month later ((B) (6) 2010). A device interrogation was performed at the autopsy. The device interrogation revealed the device had reached it's estimated replacement indicator (eri) three day after the patient's death. There are no allegations from a healthcare professional indicating the death is device related; however, the cause of death has not been determined.